Event description:
Colleagues reported device fail : bd vacutainer push button blood collection set ref 367336 which is a substitute for standard butterfly collection device which is on back order at (B)(6). Witnessed blood drop spray after push button device activation. FDA reporting instructions and FDA-3500 report sent to distributor: (B)(4) field sales consultant (B)(6) colleagues advised to discontinue use of defective device. FDA safety report ID # (B)(4).